Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The physician reported that the cause of migration was that the device was drawn into the external iliac artery aneurysm. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to device migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of a right external iliac artery aneurysm using a gore® excluder® aaa iliac extender endoprosthesis. On (B)(6) 2023, a CT imaging revealed that the proximal side of the device migrated distally approximately 20mm. The physician reported that the cause of migration was that the device was drawn into the external iliac artery aneurysm. No vessels coverage occurred due to the distal migration of the device. On (B)(6) 2023, a reintervention was performed and an additional stent graft was placed proximally. The patient tolerated the procedure.